Manufacturer narrative:
Concomitant medicali products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# j0454454v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the patient had a burning sensation at the pocket site which was occurring intermittently. The patient had the stimulation turned off but he felt the burning when he was laying on it or when he touched it. The last time the patient had stimulation on was a couple of months ago. The stimulation issue was related to positional movement and the patient had recent medical tests or emi environmental exposure. The patient recently had an x-ray on the system but it has not been evaluated yet. The rep has not tried doing an impedance check but could still communicate between the implantable neurostimulator (ins) and the clinician programmer (cp). It was noted that the ins was pretty secure in the pocket site. Once impedance testing was done it was determined that the impedances were good and the x-rays showed that the leads, paddle, and stimulator were intact. As a result of these issues, replacing the stimulator was scheduled on (B)(6) 2015, event date: (B)(6) 2015